Event description:
Reporter indicated that treating neurologist decreased several settings because the pt reportedly has a breathing problem. Investigation to date has been unable to determine the severity of the breathing problem or whether the breathing problem was a pre-existing condition. It was reported that the pt did not benefit from the vns therapy and that their device had been programmed to off. The reason the device was programmed to off is not known. The device was recently programmed back to on.